Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The root cause could not be identified. Although it cannot be determined, the following causes can be inferred from the survey results. ·during cleaning, etc., the adhesive was peeled off due to the application of external force such as strong rubbing on the relevant part. ·during long-term use, the adhesive was worn and peeled off by repeatedly rubbing the relevant part. The instructions for use (IFU) states do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending it could also cause parts of the endoscope to fall off inside the patient. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, forceps cover glue peeling was noted. The probe unit pink rubber was chipped; however, it was not impacting the functioning of the unit. In addition, bending section cover crack, bx channel tear marks and leaking were noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera ii ultrasound gastrovideoscope has an internal leak. The event occurred during reprocessing, prior to an unknown diagnostic procedure. During a standard service inspection of the customer returned device, forceps cover glue peeling was noted. This report is to capture the reportable malfunction found at estimation. There was no patient harm or user injury reported due to the event.